Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board was replaced, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during preoperative testing, the unit alarmed 'acb com fail'. There was no report of patient involvement.

Manufacturer narrative:
Changed to indicate the alarm occurred twice.

Event description:
The hospital reported that, during preoperative testing, the unit alarmed 'acb com fail' twice. There was no report of patient involvement.